Event description:
A 425cc siltex saline box was rec'd by the drs office but the prosthesis inside the box did not correspond with the outside markings. The MFR will request the return of the device for eval purposes and will continute its investigation of this occurrence.